Event description:
It was reported that during the implant procedure, the operator tried to fix atrial lead in the device header. The hex wrench clicked always, but lead was removed easily from the port when pull back. Operator repeated this attempt twice and asked for another device. Procedure was finished without any problems. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore. (B)(4).